Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf9950. No patient involvement.

Manufacturer narrative:
Investigation outcome. The customer reported that the device alarmed with technical fault tf9950. Logfile review confirms one occurrence of tf9950 (tf_wdog_ud) on 2025-03-14 at 07:48:46, accompanied by tf1617 (itf_ud_vum_queue_write), indicating a watchdog-triggered system reset within the vup subsystem . No repeated technical faults were recorded in the provided log extract, and the event appears isolated on the reported date. The watchdog fault pattern is consistent with an internal processor or vup board instability rather than user interaction. No patient involvement was reported. As a correction, ip esm (pn msp396378) was shipped to the customer. No further information was provided. This case is considered as closed.